Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Mfg site name-(B)(4). An accumax 200 laser fiber was received for evaluation. Visual examination of the return laser fiber revealed that the laser fiber was broken in two pieces. The first piece was 82cm in length and included the sma connector. The second piece was 236cm in length and included the distal tip. The exposed glass tip measured 3.5mm and appeared unused. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting at the fiber break was bright, clear, and scattered. The condition of the returned product confirms the reported event. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was to be used in a ureteroscopy procedure in the ureter performed on (B)(6) 2015. According to the complainant, during preparation, it was found that the laser fiber was broken in two pieces when it was removed from the package. No visible damage was noted with the packaging. The device was not used on the patient and the procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.